Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including confirming the pump was not plugged into a power source and trying different charging methods, but the screen remained off. Technical support instructed the customer to let the pump¿s battery fully deplete and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method and was informed about the need to program settings and connect their cgm to the new pump. The problematic pump was to be returned to tandem for a replacement.